Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information reveals that this patient exhibited twiddler's syndrome and underwent a revision procedure due to dislodgement. The lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was confirmed that the lead appeared kinked and showed signs of having been twisted which is consistent with twiddler's syndrome. Twiddler's syndrome can lead to dislodgement and complications related to dislodgement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The patient was admitted into the hospital and was feeling some spasms in their stomach. There was a noted drop in p-waves from 4.5 to 0.3, an increase in impedances to 620 ohms and non-capture at 5 volts at 2 milliseconds. It was reported that the physician had the patient's generator programmed to pace in the ventricle only and the patient was discharged and was to be re-evaluated in the clinic at a later date. No further complications have been reported.